Event description:
The customer has a v60 and it is unable to charge the battery and the unit turns off. No patient involvement. The customer spoke with a remote service engineer (rse) who recommended checking the ac voltage going into the power supply and the 24 dc volts coming out of the power supply going to the power management (pm) printed circuit board assembly (pcba). It is possible there is no ac power so the battery will not charge. Recommended having a power supply and maybe a battery. Customer requested onsite service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the event log confirmed battery failed error. The authorized service provider (asp) replaced internal battery (with customer owned battery). The ventilator began charging battery as normal. The unit transitioned from battery to ac power without incident. Electrical safety passed. The asp let ventilator run at 15 pressure for 20 minutes with no signs of trouble. Battery needed to charge. Left charging overnight. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.